Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Sterilization confirmed before distribution. The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolesecents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications.

Event description:
Reporter indicated pt had vns system explanted for infection. Pt did not have their vns system replaced. Explanted product has been returned to cyberonics for analysis and the analysis has been completed.